Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'does not recognize an open door state' which was reproduced during evaluation. Visual inspection found the cause to be a damaged upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize an open door state. When tried to open it to load the set it did not register that the door was open and did not provide the load prompts. The event happened during programming/ setup. There was no patient involvement. No additional information is available.